Event description:
It was reported that the patient presented for a device replacement procedure. Prior to the procedure, it was noted that the right atrial lead exhibited noise that was oversensed by the device. The physician decided to cap and replace the right atrial lead on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.